Manufacturer narrative:
An event regarding osteolysis involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: burnishing, scratching, and third body indentation were observed on the insert. These are common damage modes of uhmwpe. Explantation was also observed on the anterior surface of the insert. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a medical review was performed and concluded, "difficulty isolating bacterial cultures from aspiration and surgical specimen is common in total knee arthroplasty, particularly when pre-operative antibiotics are administered and courses of antibiotics are prescribed. The elevated sed rate, crp and multiple frozen sections of 5 to 10 wbc¿s per hpf and the high wbc count and poly percentage is highly suspicious of infection as the cause of this clinical process. The benign course of the left knee makes the diagnosis of poly particle sensitivity even more remote, as well as the material analysis report findings which fail to demonstrate manufacturing or material defects." -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot or sterile lot referenced. Conclusions: reported osteolysis could not be confirmed. Review of the provided medical records by a clinical consultant indicated "the elevated sed rate, crp and the high wbc count and poly percentage is highly suspicious of infection as the cause of this clinical process." This could not be confirmed from bacterial cultures. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right knee due to poly wear and surgeon determined it looked like poly lysis. Other components were well fixed and remained implanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised patient's right knee due to poly wear and surgeon determined it looked like poly lysis. Other components were well fixed and remained implanted.